Manufacturer narrative:
The report received from the affiliate indicated that the tunisian ministry of health testing laboratory tested the products-two (2 each) dgw.035 fc r1.5mm 180cm ptfe emerald diagnostic guidewires after importation clearance. In this report it is indicated there was a filament (a piece of hair or similar tissue) in the packaging. This was concluded as a non conformity. There was no damage noted to the product packaging and no break in the sterility of the packaging. The products were not clinically used and were discarded. No additional information was provided. The devices were not returned for analysis. The device history records indicate this product was final inspection tested at lake region medical limited and was determined to be acceptable. All evidence indicated that the product met specification prior to shipment. The complaint could not be confirmed without photos or product return. Inspections are in place to prevent damaged or contaminated products from leaving the facility, and the device history review confirmed that the product met specifications. A review of past 12 months of complaint data revealed no other complaints of foreign material in the emerald diagnostic guidewire sterile package. Since there is no evidence to suggest that the complaint was related to the manufacturing process, no corrective actions will be taken.

Event description:
The report received from the affiliate indicated that the (B)(6) ministry of health testing laboratory tested the products-two (2 each) dgw.035 fc r1.5mm 180cm ptfe diagnostic guidewires-after importation clearance. In this report it is indicated there was a filament (a piece of hair or similar tissue) in the packaging. This was concluded as non conformity. Test reports are available for review. There was no reported patient injury. The products were not clinically used and were discarded. Additional information has been requested.

Manufacturer narrative:
Please note that this report represents two (2) products with the same catalog number, same product issue, and unknown lot number. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.